Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, had been experiencing high blood glucose of 321 mg/dl and the device continued to alarm no delivery. Troubleshooting was performed on the insulin pump for the no delivery and customer was advised there may be a possible site related issues to a site or set occlusion. Troubleshooting was performed for the high blood glucose and customer mentioned he went to the emergency room due to the high blood glucose, was admitted with blood glucose around 400 to 500 mg/dl. Customer woke up in the middle of night and started to vomit. High pressure test was not performed on the device as the customer didn't have the tubing clamp. Customer was advised to call back to finish troubleshooting and is not returning the device for analysis.